Event description:
It was reported that the lead was observed to be bent near the extension connection before it was taken out of the plastic container. The lead was never implanted and was replaced by another. The patient was noted not to be experiencing side effects and was doing well.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v779204, implanted: (B)(6) 2011, product type lead; product ID neu_stylet_acc, product type accessory. (B)(4). Analysis of the lead ((B)(4)) found the lead to be functionally okay ¿ the proximal end was slightly bent due to the stylet being slightly bend, new out of the box.